Event description:
This unsolicited case from united states was received on 30-jan-2018 from patient this case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day had difficulty sleeping, left knee more inflamed than the right knee; after one day could not bend the left knee or straighten it out; after unknown latency blood pressure elevated, patient could not bear any weight on the left knee but could wear some weight on right knee. Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medications and concurrent conditions were reported. The patient stated that she has no prosthetic devices, and had not been on any immunosuppressant therapy. The patient stated she has no history of allergy to feathers, eggs, chicken, or any bird protein. The patient stated that she has no chronic medical conditions. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis knee pain. Patient stated that it was the first time she had ever had synvisc or synvisc- one injections. That same evening ((B)(6) 2017), the patient stated to experience a reaction in both knees consisting of swelling, quick fluid accumulation, tautness, and warmth to the touch. The left knee was more inflamed than the right knee, and the left knee was also visually a pink color. The patient stated that she could feel tautness from the inflammation inside the knees as well as outside the knees, again, worse in the left knee. It was reported that the patient had difficulty sleeping that night, and continued to have difficulty sleeping because of her knee symptoms. By the next morning ((B)(6) 2017), the pain in both knees had started, and the pain was horrific, constant, unrelenting, and it was worse in the left knee (latency: 1 day). The patient stated that on a scale of 0 to 10 with 0 no pain and 10 the worst pain, patient pain was about a 12, and the only thing patient could compare the pain to was giving birth, so it felt like she was giving birth through her knees. Patient could not bend the left knee or straighten it out, but it was "locked" in one position. On an unknown date in (B)(6) 2017, latency unknown, patient could not bear any weight on the left knee, but she could bear some weight on the right knee, so that she was able to use crutches to get around, and she had to use crutches for 2 weeks. The patient also had to use a knee brace for her left knee, and at first she had to wear it all the time, ever during sleep or during her attempts to sleep, since she had a lot of difficulty sleeping; now she does not have to wear it to bed, and she did not have to wear it around the house, but she did have to wear it when she goes out. The patient stated that she has treated her knee symptoms with ice, wrapping the knees, naprosyn that she had to used constantly at first, and topical treatments such as tiger balm and vicks. The patient stated that while she was on crutches she could not drive, go upstairs for fear of falling, and could not take shower because she had nothing to hold on to in the shower. The patient stated that the knee pain was now no longer constant, and her knees were mostly not painful unless she tried to do something the her knees did not want to do, such as walk more than 10 steps or stand for more than 10 minutes. The patient stated she was in the apple store yesterday, and the standing in one place triggered her knee pain. The patient stated that she was not aware of experiencing any fever. The patient did go back to the clinic that injected the synvisc-one, and blood work was drawn, and it was positive for inflammatory markers, but the patient did not know what other results the blood tests might have shown. The patient stated that her blood pressure was elevated due to her pain, and usually her blood pressure was normal to low (onset date: (B)(6) 2017, latency unknown). Around the first week of (B)(6) 2017, the patient did have fluid drawn from both knees, 30 cc off the left knee and 25 cc off the right knee, and that helped relieve her pain some, and the fluid was sent off for testing, but the patient did not have the results of the knee fluid testing. The patient stated that her synvisc-one injections were from a supply that the doctor's office had on hand, so she was not involved in storage of the synvisc-one. The patient stated that she has started physical therapy to treat her knee symptoms, and they have told her that she would have to pay out-of-pocket in order to continue this physical therapy corrective treatment: ice, wrapping the knees, naproxen (naprosyn), camphor/ eucalyptus globulus oil/menthol/syzygium aromaticum oil (tiger balm), chloroform/guaifenesin/pentoxyverine/sodium benzoate (vicks) for left knee more inflamed than the right knee; crutches, knee brace for left knee for could not bear any weight on the left knee but could wear some weight on right knee; not reported for rest events. Outcome: not recovered for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not bear any weight on the left knee but could wear some weight on right knee, device malfunction pharmacovigilance comment: sanofi company comment dated 06-feb-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and had knee inflammation and could not bear weight on her knees and had to use crutches. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.